Manufacturer narrative:
Correction: additional information indicates the device was not showing a replace generator soon message. There is no alleged stated deficiency or malfunction of the device; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates the device was not showing a replace generator soon message. The ipg remains implanted and functional.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.